Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the device would not allow discharge from defibrillator. The complainant indicated that there was no pt involvement in the reported failure.